Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 322 mg/dl. Reportedly, the customer changed the site (twice) and administered a correction bolus via the pump. A follow up on (B)(6) 2016 indicated that there were no further occlusion alarms.